Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
During pretest the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample returned for evaluation. The returned unit was inflated and leak tested under water. No leakages detected. The returned unit remained inflated for a four hour period and no leakages were detected. The returned unit was inflated/deflated three times and no restrictions noted. The reported defect could not be detected on sample returned for evaluation.